Event description:
Medics responded to a cardiac arrest, pt asystolic upon arrival. An attempt was made to pace the pt. Reporetedly, the device displayed the message pacing leads off. The connections were checked, the electrodes were replaced and the ECG lead set was replaced in an unsuccessful attempt to pace the pt. The pt was not resuscitated. The reporter stated the pt outcome was not due to device operation. The rptr's opinion was based on an assessment of the pt's viability.